Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported the unit has an error code messages of air flow sensor calibration data error and oxygen flow sensor calibration data error. The customer reported that there was no patient involvement.